Event description:
During angioplasty procedure to treat anterior tibial artery using a jade balloon, the balloon got stuck during advancement and ultimately broke. It was unable to retreat the balloon and half of the balloon was left in-vivo in the anterior tibial artery. The procedure was ended as unsuccessful treatment of the anterior artery. The physician stated that the artery was occluded and remained occluded at the end of the procedure.

Event description:
During angioplasty procedure to treat anterior tibial artery using a jade balloon, the balloon got stuck during advancement and ultimately broke. It was unable to retreat the balloon and half of the balloon was left in-vivo in the anterior tibial artery. The procedure was ended as unsuccessful treatment of the anterior artery. The physician stated that the artery was previously occluded and remained occluded at the end of the procedure. The patient was in stable condition.

Manufacturer narrative:
Updated fields: b5, f6, f7, f11, f13. Corrected fields: d4, f10 (component code). D4: a partial UDI was provided as the lot number is not known.